Event description:
The customer stated that she was hospitalized twice in the span of two weeks, one time for high blood glucose and the other time for low blood glucose. The blood glucose readings during the time of the hospitalizations were not reported, but at the time of the phone call the blood glucose reading was 167 mg/dl. Troubleshooting was performed and the customer stated that the basal rates, bolus history and daily totals were all accurate. The insulin pump passed the prime and displacement tests. The customer's doctor has now adjusted his basal rates. The high pressure test could not be performed because the customer did not have a tubing clamp, however, the customer stated he will call back after receiving the tubing clamp to complete this test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.